Manufacturer narrative:
After further review of the investigation and the event it has been determined that this was a case of user error. The chain of events is as follows: the simplant software was used for planning the surgical guide. The planning software provided the warning that the procedure was planned close to a nerve. The customer used the simplant guide file to fabricate a surgical guide. The customer fabricated the surgical guide using incorrect/non-recommended printer and resin. The customer used the guide produced during the surgery and there were complications. Since the customer did not use the recommended printer and resin, we cannot "guarantee" the accuracy of the surgical plan and the surgical guide. As such the root cause is determined to be user error.

Event description:
It was reported that a surgical issue happened during implant placement surgery while using a surgiguide. The doctor used the surgiguide to place a dental implant. The next day, the patient was still numb on the mental/inferior alveolar nerve. The lingual and buccal nerves were fine. The doctor backed off the implant a couple turns. Two days later, the patient was still numb, so the doctor removed the 4.8 x 8 primetaper dental implant and cleaned the socket. The doctor then placed a 4.8 x 6.5 by hand and got primary stability at 35 cm with the doctor's manual hand torque. The doctor saw the patient for another check-up they are still numb. The doctor stated there could have been pressure over the mandibular canal even though the surgical guide gave close to 3 mm space from it, or perhaps she has extra mental nerve accessories.